Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was 492 mg/dl at the time of incident. Customer thinks her transmitter had died. Customer reported green led light on charger. Green led light was continuously solid. Customer just ate as per father and had not received insulin yet that is why it was high. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.